Event description:
Tonsil sponge strings breaking. One occurrence resulted in patient aspirating the sponge. Entire case from this lot was pulled from stock and tested at the user facility, strings broke when pulled on. Medical director at the user facility reported that the tensile strength of strings had decreased from previous batches - much easier for them to break now. The string broke during an adenoidectomy procedure, resulting in the patient aspirating the tonsil sponge and then requiring emergent rigid bronochoscopy, removal of the foreign body, and cxr. The patient requried hospitalization and observation for 2 days.